Event description:
The company was informed that the patient developed a reported case of meningitis. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.